Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The field service representative (fsr) went on-site to evaluate the suspect device. The fsr calibrated the transducers and characterized the exhalation valve assembly, but the issue was not resolved. The fsr determined the most likely cause of the reported event is the main printed circuit board assembly and ordered replacement parts. The fsr is currently awaiting replacement parts to complete the repair and evaluation, then a return of the suspect main pcba is expected. At this time, the carefusion failure analysis laboratory has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays ventilator inoperable, transducer fault, and motor fault alarms. The customer performed troubleshooting, but the issue was not resolved. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and the reported issue was unable to be duplicated in a laboratory setting. All transducer calibrations passed. This issue will be internally investigated within vyaire.